Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device was received without fluid. Brown foreign material was observed within the device. The product evaluation team observed a crease on the posterior aspect, a rent measuring 0.7 cm was also observed on the posterior aspect within a crease. No other anomalies were discovered the complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The device history record (DHR) of lot number 5968462 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate profile 425cc saline breast implants, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 425cc saline breast implants which the left side deflated after implantation. The issue was diagnosed during physical examination. As a result, the patient underwent bilateral removal and replacement with another saline implant as follow: left: catalog number: 3501670, serial number: (B)(4), right: catalog number: 3501670, serial number:(B)(4) on (B)(6) 2018.